Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was calling to get MRI guidelines and mentioned the device did not work well for them. They were still peeing themselves all the time and they had tried calling the doctor but nobody called them back. They were wearing disposable underwear seven days a week. They were needing an MRI and were very frustrated that they could not have one since the system did not help them anyway. They were experiencing so much pain from their knee and really needed this MRI. Troubleshooting was unable to be performed as the patient stated they did not have their programmer with them and were waiting in the car to see their knee doctor. They had already tried increasing it with someone at the office, and were not sur e if it was a manufacturer representative, or if they worked for the doctor. The patient was redirected to their healthcare provider to further address the issue. It was also reviewed if the patient wanted to call back, they could be assisted with increasing stimulation or shown how to switch to a different program. Additional information was received from the patient on 2021-may-05. They reported that their health care professional (hcp) was planning to move it from the right side of the bladder to the left side because it was not helping/not effective for the patient and they were still having baseline symptoms. The patient stated they were working to get insurance approval. The patient also had some questions about the surescan lead and interstim micro as well as battery longevity. Patient services reviewed expectations.